Manufacturer narrative:
Review of the product history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision of restoration modular/mdm for un-diagnosed pain. Mdm was replaced with poly liner and ceramic head with sleeve.

Manufacturer narrative:
Reportable other: the following devices were also listed in this report: restoration adm x3 ins 28/54; cat#1236-2-854 ; lot# 36934701 28mm v40 +0 head; cat#6260-9-128 ; lot# unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding pain involving an mdm liner was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Revision of restoration modular/mdm for un-diagnosed pain. Mdm was replaced with poly liner and ceramic head with sleeve.